Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Log file analysis revealed three controller power up events recorded on (B)(6) 2019 at 09:37:23, on (B)(6) 2019 at 11:03:46, and on (B)(6) 2019 at 23:42:35, respectively. No anomalies were observed during the recorded controller power ups. The controller was without power for 15 seconds, 13 seconds, and 16 seconds; respectively. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/ or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had an unexpected power loss. Patient acknowledged disconnecting both batteries at the same time. The controller remains in use. No patient complications have been reported as a result of this event.